Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610773.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to usage-related wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the loop electrode part was broken. It was further observed that the area around the fracture was charred, and the fractured edge was melted and spherical. The probable cause of this occurrence is the close contact of the broken looped electrode part coming into contact with other metal parts, causing sparks and melting the wire. The attributing factor to this occurrence would be due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related complaint (second attempt electrode used): (B)(6),wa22302d hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis, lot number 1000110528. Additional PMA/510(k) number: k120418.

Event description:
The customer reported to olympus the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis electrode at the tip of the loop broke. This phenomenon occurred twice prior to resolution. The reported issue occurred during a therapeutic transurethral resection of bladder tumor (turbt) procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.